Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer stated that insulin is squirting out of the insulin pump. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
The pump passed the displacement test, however, the pump alarmed during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a missing end cap sticker, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, and minor scratches on the lcd window.